Manufacturer narrative:
The y-sensor was discarded by the customer and the logs from the ventilator were not received for evaluation. Therefore, no investigation has been performed. We are therefore, unable to confirm the experienced leakage or determine its root cause.

Event description:
It was reported that there was a significant leak in a patient circuit on a ventilator that was being used to ventilate a patient. The source of the leak could not be determined so, the customer discarded the y-sensor and used a new one. There was no patient harm reported. (B)(4).